Event description:
The following information was reported to gore: on (B)(6), 2016 a patient underwent treatment of a descending thoracic aneurysm with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2020 a reintervention took place to address distal migration of approximately 5mm. An additional conformable gore® tag® thoracic endoprosthesis was implanted proximally. The reason for the distal migration was asked, but is unknown. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: additional device: tgu373715, lot #: 13313131, UDI: (B)(4). As it is not known which device or if both contributed to the distal migration, both are being investigated.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient underwent treatment of a descending thoracic aneurysm with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2019 a reintervention took place to address distal migration of approximately 5mm. An additional conformable gore® tag® thoracic endoprosthesis was implanted proximally. The reason for the distal migration was asked, but is unknown. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® tag® thoracic endoprosthesis instructions for use, (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoprosthesis migrations.